Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no damage. Functional inspection was not confirmed. The reported issue could not be confirmed. No problem found during investigation. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was alarming. No patient injury was reported.